Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: back <(>&<)> leg pain type of procedure or technique used: transforaminal lumbar interbody fusion levels implanted: l5-s1 it was reported that intra-op, the product broke. No fragment of the product remaining in patient . No patient complications as a result of this event.